Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9736411r, lot #: s5janj0n203193m, and product ID: 9736355, version #: 2.0.1. H3, h6) a manufacturer representative went to the site to test the navigation system. Testing revealed the representative was unable to run logs and system consistently showed disk error full. The solid-state drive (ssd) was replaced and the system performed as intended. Codes b01, c07, and d02 are applicable to the system checkout. H3, h6) the 9736411r was returned to the manufacturer for analysis. After functional testing and a visual/physical examination, the reported issue was confirmed. The system reported a low disk space error. It showed an available disk space of 58.38gb with only 1 image loaded on the ssd. It showed a partition size of 511mb with 399mb free (21.9% full). Codes b01, c10, and d02 are applicable. H3, h6) a software analysis was initiated to determine the cause of the issue. Analysis found that log files syslog.1 took approximately 6 megabytes (mb) and syslog.4 consumed 9.1 gigabytes (gb). The user had deleted a few patient exams but still there was no progress. This was because most memory consumed log files were not deleted and hence there was no result observed by the user. The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database. Codes b01, c10, and, d02 are applicable. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the site encountered a low disk space error. The error stated there was only 26 gigabytes (gb) available and it advised to delete unused patient images, models, snapshots, or videos. The representative (rep) went to the site and deleted all patients except 12. The issue mostly persisted, as only 48 gb were available. The application was re-installed but did not resolve the issue. The rep ran a few commands to track down the error. When attempting to pull logs the system took multiple minutes to pull and only reached 8 percent (%). There was no patient present. The most likely cause was due to solid-state drive (ssd) software corruption.